Manufacturer narrative:
Related MFR # 2916596-2021-04942 and # 2916596-2021-03599. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening driveline damage on (B)(6) 2022 and was continued on doxy-100 (doxycycline) and augmentin (amoxicillin). The patient was admitted on (B)(6) 2022 and stated that over the last day an increased drainage from the driveline site was noticed. The patient was directed to report to the emergency department for admission and intravenous antibiotics. A small amount of yellowish discharge on the patient's driveline bandage was noted. The patient was given intravenous vancocin (vancomycin) empirically for concern around the driveline infection in the setting of prior methicillin-susceptible staphylococcus aureus (mssa) infections. On (B)(6) 2022 the soft tissues at the driveline site demonstrated mild edema and hyperemia adjacent to the driveline in the subcutaneous tissues extending to the skin surface. The patient experienced this chronic infection for driveline drainage and mssa and was being treated with long term oral antibiotics. The infection did not resolve and the patient was discharged home on (B)(6) 2022.